Manufacturer narrative:
(B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during high voltage therapy delivery. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi. Later when the patient presented for device testing, induction test was performed. Induction was unsuccessful with dc fibber but vf was successfully induced with shock on t. Device detected vf and delivered an unsuccessful shock. Device re-detected the vf and started charging. External defibrillation was given prior to device therapy. Device was tested and was found in backup vvi without defibrillation support. The power on reset appeared to be due to external defibrillation. Device was explanted and replaced. Patient's condition was fine. Explant date was unknown.